Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against their hospital policy to return product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently, the patient was revised due to osteoarthritis.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications or significant findings from the initial surgery operative notes. Review of the radiographs identified anatomic alignment of the knee arthroplasty and osteopenia. Per the package insert, wear is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.